Event description:
It was reported that a female patient, underwent a paroxysmal atrial fibrillation procedure with a thermocool sf nav and suffered a cardiac tamponade which required pericardialcentesis. The patient¿s medical history is unknown and did require extended hospitalization. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: irrigation flow setting at 2ml/min. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products used: product name: carto® 3 system us catalog #: fg540000 serial #: (B)(4). Product name: stockert 70 rf generator us catalog #: s7002 serial #: (B)(4). Product name: coolflow® irrigation pump us catalog #: cfp002 serial #: (B)(4). St. Jude medical has being notify for the non-bwi concomitant products used (brk needle and 8.5 french agilis sheath). (B)(4).